Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The "go gauge" check and load cell verification tests passed. When performing a simulated treatment pre-accelerated stress test (ast) was performed on the cycler and failed due to the screen going blank. An internal inspection of the cycler revealed an internal short present transformer (t1) on the inverter board which is the cause of the blank screen. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during physical evaluation by the manufacturer after the cycler was returned. The peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving m21-7 invalid sensor readings during dwell 3 multiple times tonight and second time in a few nights. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up the pdrn confirmed the patient was able to complete treatment using manuals. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.